Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Section b5: information received per the discovery form (df) states the patient had a history of blood clots. The form also states that the patient experienced blood clots while the device was implanted. Additional information per the df states that the removal surgery cased the patient to experience pain. The patient was unable to sleep properly due to the pain, he avoided sleeping on his chest and he slept in his recliner. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary embolism, and blood clots with a contraindication for anticoagulation therapy. Prior to implant, the patient had atrial fibrillation with a rapid ventricular rate. Due to the patient's size, there was some difficulty visualizing the renal vein orifices. The filter was deployed with the tip at the l1-l2 junction. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, ivc filter fracture and migration. Per the patient profile form (ppf), the patient reports an open chest procedure to remove the fractured device. Prior to the removal surgery, the patient experienced lower back pain, chest pain, pain upon taking a breath, upper body pain, pain when sneezing/coughing and pain when lying down. The patient also reports being terrified. The patient reports continued chest pain, pain upon taking a breath or leaning over, pain when sneezing/coughing, pain when lying down on stomach and sleeplessness after the removal procedure and emotional pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. It was reported that the filter had migrated and fractured, without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture or bending of a particular filter strut. Without implant and post implant imaging available for review, the reported events could neither be confirmed or further clarified nor a relationship to the device be established. Anxiety, pain and fear do not represent a device malfunction and may be related to underlying patient specific issues. Without the patient¿s medical history for review it is not possible to draw a conclusion about the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, ivc filter fracture and migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, embedding the device within the inferior vena cava (ivc) wall. It was reported that the filter had migrated and fractured, without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture or bending of a particular filter strut. Without implant and post implant imaging available for review, the reported events could neither be confirmed or further clarified nor a relationship to the device be established. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, ivc filter fracture and migration. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and fractured and migrated. Additional information received indicated that the patient became aware of the event approximately eight months and two weeks after the implant and having undergone an open chest procedure to remove the device. The patient also reports experiencing chest pain when takin a deep breath, leaning over, sneezing or coughing and lying down. The patient¿s admitting diagnosis was bilateral atrial fibrillation with a rapid ventricular rate. The indication for the filter implant was bilateral pulmonary embolism with a contraindication for anticoagulation therapy. The filter was placed via the right femoral vein and deployed at the junction of l1-l2. The patient is reported to have tolerated the procedure well. The procedural details for the explant of the device have not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. It was reported that the filter had migrated and fractured, without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture or bending of a particular filter strut. Without implant and post implant imaging available for review, the reported events could neither be confirmed or further clarified nor a relationship to the device be established. Anxiety, pain and fear do not represent a device malfunction and may be related to underlying patient specific issues. Without the patient¿s medical history for review it is not possible to draw a conclusion about the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section e3: occupation: other, senior counsel, litigation section b5: additional information received per the medical records indicate that the patient has a history of pulmonary embolism with a contraindication for anticoagulation therapy. Immediately prior to the index procedure, the patient had atrial fibrillation with a rapid ventricular rate (afib with rvr). The filter was deployed via the right common femoral vein. The records state that due to the patient's size, there was some difficulty visualizing the renal vein orifices. The filter was deployed with the tip at the l1-l2 junction. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that approximately eight months and two weeks after the index procedure the patient became aware of the reported events. Approximately eight months and three weeks after the index procedure there was an open chest procedure to remove the fractured device. The form states that the prior to the removal surgery, the patient experienced lower back pain, chest pain, pain upon taking a breath, upper body pain, pain when sneezing/coughing and pain when lying down. The patient stated that he was terrified. Two years after the removal procedure, the patient states that he continues to experience chest pain, pain upon taking a breath or leaning over, pain when sneezing/coughing, pain when lying down on stomach and emotional pain related to the surgical procedure. Additional information is pending and will be submitted within 30 days of receipt.